Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was pneumonia. The customer used sensors for only one or two days. The mother started crying and requested a call-back at a later time because she was not ready to talk. No further information is available at this time.